Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out-of-range shock impedance measurements greater than 125 ohms. No additional adverse patient effects were reported.